Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 91mg/dl. The customer's wife was concerned about the reading, so she took him to the hospital. The customer's glucose was tested at 28mg/dl when he arrived at the hospital. The customer was not sure what type of treatment he received, but most likely, it was glucose. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.